Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results. The device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Media inspection of the device photo shows the device apparently within the patients anatomy. Nevertheless, due to the low quality of the image, no device problem can be determined. With all available information, boston scientific concludes the reported event of balloon pinhole could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the gastroesophageal (ge) junction during an esophagogastroduodenoscopy (egd) procedure for dysphagia performed on 5 may 2026. During the procedure, the balloon leaked after reaching a diameter of 16.5mm. Additionally, a small pinhole was noticed on the proximal side of the balloon. The procedure was completed with a different model cre pro wireguided dase dilatation balloon. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered.